Event description:
Caller reported cartridge alarm 20 during pumping. The customer reloaded the cartridge and resumed insulin therapy however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.